Event description:
It was reported that the device was returned to the manufacturer after being removed and replaced for elective replacement indicator (eri). The device subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).